Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet became nonresponsive and powered down whenever removed from the charging cradle, while the cradle indicated normal charging function and the dexcom cgm remained operational with blood glucose within range; the user was advised to transition to backup therapy. Symptoms included a nonresponsive device with shutdown on removal from power. Outcomes included temporary interruption of automated insulin delivery and use of backup therapy without reported injury or hospitalization. Investigation included troubleshooting and education with the user and retrieval of the device for assessment. Investigation of this case revealed a suspected hardware malfunction consistent with a power or sleep/wake control failure causing loss of function off external power. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.